Manufacturer narrative:
H10 h3. H6: the controller, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned controller. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that not information is available to classify the health impact. Visual evaluation of the rf12000, q2 controller shows that the warranty seal is damaged but untouched. The manufacturing date of the controller is rev.h / 2011. No visible manufacturing abnormalities were found. One standoff on the underside of the chassis shows slight rust. Additionally the controller shows some scratches with the top cover bent. The housing of the controller was opened. No fluid spill marks were detected inside the unit. Functional testing revealed that the controller was generating output voltage as intended. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the controller that could have contributed to the complaint event includes: (1) use of controller power level settings higher than the recommended default levels. (2) insufficient saline flow to the electrodes. (3) failure to maintain proper suction. (4) surgical technique of the user. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, a few days after a routine right knee arthroscopy, the patient noticed a burn/abrasion to the skin at top of their right shin, a few inches below the surgical site. The surgery, in which a supermultivac 50 wand had been used, was reportedly uneventful. It is unknown how the burn has been treated since discovered. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(4) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot serial pn (B)(4) for the past 3 years found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and concluded that based on the information provided the root cause of the reported burn sustained by the patient cannot be determined. It is unclear if the IFU was adhered to however, the IFU does caution that ¿the wand suction line should not be allowed to directly contact the patient as it may cause thermal injury. Drapes between the line and skin are recommended.¿ the patient impact beyond the reported burn cannot be determined. No further medical assessment is warranted at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨patient burn¨ include, but are not limited to: (1) use of controller power level settings higher than the recommended default levels. (2) insufficient saline flow to the electrodes. (3) failure to maintain proper suction. (4) surgical technique of the user. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.